Event description:
It was reported that this right ventricular (rv) lead was damaged on the electrode end discovered prior to implant. Another rv lead was successfully placed. No additional adverse patient effects were reported outside of the prolonged implant procedure. As of today, this product has not been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies outside of dried blood/bodily fluid in the tip/helix housing which is normal for active fixation leads. The electrode end damage allegation was confirmed; although visual inspection showed the lead tip/helix appears normal as in not damaged or deformed, a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was damaged on the electrode end discovered prior to implant. Another rv lead was successfully placed. No additional adverse patient effects were reported outside of the prolonged implant procedure. As of today, this product has not been received for analysis. This product has been received at our post market quality assurance laboratory and a thorough evaluation of the lead was performed.